Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Evaluation summary for (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the right atrial (ra) lead was placed on the his bundle and had high thresholds. The lead was capped and replaced. It was also reported that during the replacement procedure for the ra lead, the attempted replacement lead could not maintain a stable position. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the chronic ra lead also experienced high thresholds while the patient was on the drug dhbp. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead was placed on the his bundle and had high thresholds. The lead was capped and replaced. It was also reported that during the replacement procedure for the ra lead, the attempted replacement lead could not maintain a stable position. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the chronic ra lead also experienced high thresholds while the patient was on the drug dhbp.